Event description:
Reportedly, the surgeon fired the instrument and claims he did not turn the wing more than two times when the anvil detached into the colon. The colon had to be resected to retrieve the anvil. Another instrument was used to complete the case.